Event description:
It was reported the lens was removed and replaced due to the physician's observation of shimmering small vacuoles diffusely scattered throughout the optic causing a diffuse haze. Patient's visual acuity decreased at one week post-op.

Manufacturer narrative:
One half of the lens was received and inspected under illuminated magnification. Optic was clear, no vacuoles were observed. Optical testing was not possible due to the condition of the iol. The causal relationship between this device and the adverse event is unknown. No additional reports received for lenses in this lot and iol met specifications prior to release.